Event description:
A surgeon reported two incidents with different pts, that during intraocular lens (iol) implant surgeries, the delivery system caused eye injuries. The surgeon reported she was struggling to get the cartridge into the incision and ended up damaging the descemet's membrane and the wound was enlarged. In a f/u, the surgeon reported the event continues. There are two medical device reports associated with this event. This is for the first pt.

Manufacturer narrative:
Eval summary: the product was not returned. Product history records could not be reviewed because the reporting facility did not provide a lot/serial number or any identification traceable to the mfg documentation. The lens model associated with this complaint is approved for use with the cartridge. The root cause could not be identified by the investigation. Add'l info was requested on 04/13/2012 by fax and mail. A completed questionnaire was rec'd on 04/16/2012. (B)(4).